Manufacturer narrative:
As per review with u.s. FDA inspector during the inspection, this incident shall be a MDR reportable event as pt was hiv positive. Thus, we are submitting this medwatch. From our mfg records, qa records and preserved samples review, there was no abnormality associated to this product lot upon investigation. Actual cause was unlikely to be related to our mfg process. There was no malfunction on the needle itself. From our preserved sample evaluation and DHR review, the complaint lot met the qa specifications prior releasing it into the market. Based on info from (B) (6) email dated (B) (6) 2009, the clinic manager stated that during the initial conversion, no one received training. The needles just appeared one day and they began using. Upon further clarification from (B) (6) dated (B) (6) 2010, the clinic manager stated that the pct who got the needlestick had resigned and did not continue prophylactic treatment and did not show up for her follow up appointments. The pct was tested negative post incident.

Event description:
"Four accidental needle stick injuries in < 90 days related to unstable sheathing structure and inability to effectively guide needle into sheath / needle guard". Pt care technician (pct) info. Pct identifier: (B) (6). (B) (6). Gender: female. Weight: unk to manager ((B) (6)).